Manufacturer narrative:
No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause pain or infection. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. Pod was removed while patient was still at home and pus was visible; additional symptoms reported include hyperglycemia (blood glucose levels were in the 400's (mg/dl), stomach ache, vomiting and the presence of high ketones. The patient was taken to the emergency room (ER) and diagnosed with cellulitis. The patient was treated with intravenous fluids and a topical cream was applied to the infected site (leg); patient was also prescribed an antibiotic, to be taken for 7 to 10 days. The patient was released after spending a few hours in the emergency room.